Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient started getting the poor communication screen when trying to connect. The patient tried with antenna and without and still got poor communication. The patient also reported that they had a reduction in symptom relief which started 6-8 months before the report. The patient stated that they also stopped feeling stimulation ¿months ago¿. It was reviewed that the ins could be depleted and to follow up with their healthcare provider. No further complications were reported.